Event description:
It was reported that stent damage occurred. During preparation of a 20x2.50mm rebel stent, it was found that the tip of the stent itself was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. During preparation of a 20x2.50mm rebel stent, it was found that the tip of the stent itself was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel bms stent. The stent was microscopically and visually examined. There was no balloon catheter returned. The stent was damaged as it appeared to have been stretched out. The distal and proximal end of the stent were crimped and not damaged. Inspection of the remainder of the device presented no other damage or irregularities.